Event description:
It was reported that an 840 ventilator had an oxygen percentage alarm. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended performing the preventive maintenance and to replace the o2 sensor. Customer was instructed to call back if the recommendation did not correct the failure. Covidien was not authorized to evaluate the device